Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime, compromised force sensor system test, excessive no delivery test and occlusion test. No motor error alarm and rewind anomaly noted. The motor was tested outside of the device and passed. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 366 mg/dl at the time of the incident. The customer reported that the insulin pump was not working properly and incurred a motor error. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer stated that the drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.